Event description:
It was reported that the label print on the bd ultra-fine¿ ii short needle insulin syringe packaging was illegible. The following information was provided by the initial reporter: "duplicate lot = 1 sp"

Manufacturer narrative:
Investigation summary: customer returned several images of shelf cartons for 0.5ml, 30 gauge, 8mm syringes from lot 0153026. One shelf carton features a gash on one side. Other cartons are crumpled on multiple faces. Lastly, one carton features a misprint of the lot number, manufacture date, and expiration date. While this information is printed correctly, a second printing of this information occurs to the left, coming out as compressed and overlapping. A review of the device history record was completed for batch # 0153026 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label print on the bd ultra-fine¿ ii short needle insulin syringe packaging was illegible. The following information was provided by the initial reporter: "duplicate lot = 1 sp".